Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 511sd internal seal separated after several insertions of the er320. A new trocar was used to complete the case. There was no consequence to the patient.